Event description:
A dialysis pt was being transfused with packed red cells through the device and developed hypotension. After the occurrence the flow rate was reduced to <3 ml/min and transfusion was completed without incident. Post occurrence transfusion history -pt was transfused on 12/19, 30, 31, 1/2 & 11 for a total of a 9 units of packed red cells. Each unit was infused through the device and without incident.